Event description:
Customer reported, back flow from secondary into primary. The user hung a secondary infusion of ancef and observed back flow into the primary. No pt harm reported. No additional event details were available.

Manufacturer narrative:
(B)(4). The customer reported, the product was discarded. The lot number was not identified; therefore, a lot history record review could not be performed.